Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, route and frequency not reported). The patient was hospitalized for four days prior to being discharged. The patient continued the antibiotic treatment after being discharged from the hospital. At the time of the report, the patient was recovering from peritonitis. No additional information is available. This is report 3 of 5 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number 13f12h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).